Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had battery issues was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer stated that they had been experiencing battery-related issues with their new fleet of pcus since the devices were received last year. One pcu required a battery replacement due to performance concerns even though it was less than a year old. The customer also noted another pcu that showed similar signs of battery degradation that would likely need a replacement in the near future. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer stated that they had been experiencing battery-related issues with their new fleet of pcus since the devices were received last year. One pcu required a battery replacement due to performance concerns even though it was less than a year old. The customer also noted another pcu that showed similar signs of battery degradation that would likely need a replacement in the near future. There was no patient involvement.